Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that the catheter would not go into long tether mode. The ralp was unscrewed, and a new lp and catheter were used to complete the procedure. There were no patient consequences.